Manufacturer narrative:
Field service confirmed the error, inspected the analyzer for disconnections and found the valve tubing for the bf wash probe loose. The tubing connections were tightened which resolved the reported event. Field service validated the analyzer by running quality control (qc) material. Qc results are with published ranges analyzer is performing as expected. The aia-900 operator¿s manual under section 12 flags and error messages states the following: error message: [2239] bf probe 1 purge failure cause: the overflow sensor 1 s132 failed to detect liquid after the washer was discharged. Action: it is conceivable that air has entered the washer tube. Prime the tube and bleed off the air. Check the remaining quality of washer, check to see if there is air in the washer tube, and check s132, the discharge solenoid valve sv150, and the washer tube. The most probable cause of the reported event was a loose wash valve tubing connection. A 13-month complaint and service history review for serial number (B)(4) from the date of (B)(6) 2021 through aware date (B)(6) 2022 was performed for similar complaints. There were no similar complaints identified during the search period.

Event description:
Customer reported an error 2239, bf probe 1 purge failure. Technical support directed the user to confirm tubing connections and wash volumes then primed the analyzer however the error returned. Field service was dispatched to address the reported event which resulted in a delay in reporting patient results for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to delay in reporting patient results.